Manufacturer narrative:
(B)(4). Baxter evaluated the device for the reported 'failed flow testing' which was confirmed and reproduced during evaluation. Evaluation determined the failure to be caused by under traveled upper and lower fingers which were intermittently sticking. The door and its interior hardware was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed flow testing at 26.143ml/30ml. There was no patient involvement.